Event description:
The customer called to report the insulin pump had alarmed with motor error. Customer's blood glucose was 16 mmol/l. No exposure to strong magnetic field and no significant events otherwise were reported. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.